Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis, manifested by abdominal pain. The cause of peritonitis was break in aseptic technique. The hp was treated with levaquin (IV every other day, dose unknown) and ceftazidime (ip, 1gram,every day for 14 days). The hp was retrained and released from the hospital as they were reported to be recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.